Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the findings of the investigation, the damage observed on the channel tube likely contributed to the difficulty in smoothly inserting the forceps. For the channel-tube damage itself, the most probable cause was determined to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope exhibited damage on the channel tube, resulting in the forceps not being able to be inserted smoothly. There was no patient involvement.